Event description:
It was reported that this right ventricular (rv) lead was revised. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was revised. This lead remains in service. No additional adverse patient effects were reported. Additional information indicated that this rv lead was revised as the lead had pulled back. There were no adverse patient effects.